Manufacturer narrative:
The customer's report was observed at zoll medical canada and attributed to incorrect pace/defib engine software being installed. The proper pace/defib engine software was installed to resolve the report. Historically failures of this type are a result of the device's software being upgraded in the field. The device was labeled as "not for clinical use" as a training unit and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.